Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine generator change out, the physician nicked the insulation of the left ventricular (lv) lead. The lv lead impedance was noted to have decreased and the threshold increased. The physician repaired the lead and will continue to monitor it. The lead remains in use. No patient complications have been reported as a result of this event.